Event description:
It was reported that a (B)(6) african american female who underwent primary breast augmentation with a mentor smooth round moderate plus profile 350cc saline prosthesis experienced spontaneous left sided deflation post procedure. The implant seems smaller. As a result, an explant was performed on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On (B)(6) 2022 mentor became aware that it erroneously omitted that the patient reported the presence of breast pain with the previous report submitted. Reason for device explant and/or reoperation: deflation/breast pain.

Manufacturer narrative:
Additional information was received on june 10, 2022. Replacement with a 350cc mentor smooth round moderate plus profile saline prosthesis was performed with explant. The impacted product was received by the failure analysis lab on june 13, 2022. The investigation of the returned device was completed by the failure analysis lab on june 24, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed in accordance with mentor procedures and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).